Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify a35 alarms due to motor error alarms. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 133 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.